Event description:
The customer's mother reported that the customer passed away in sleep. The customer was on dialysis. No further details have been provided. Attempts have been made to contact the next of kin. The only number on file is no longer in service. A call back request letter has been sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.